Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with claudication. A CT scan showed occlusion within the contralateral limb. The rep stated that there is a kink where the graft entered the external iliac artery. The physician performed a fem-fem bypass resolving the occlusion. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; kink where the stent graft entered the external iliac artery). Conclusion: known inherent risk of a procedure (occlusion); device failure/lack of effectiveness related to patient condition (anatomy related; kink where the stent graft entered the external iliac artery).